Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(6). However, transmitter with serial number 8rcl4e was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the bin file was performed and signal loss was not found for serial number 8rcl4e within the investigation window. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. The reported event of loss of connection is reportable based on transmitter never been paired. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.